Event description:
Customer reported that the insulin pump returned a battery out limit and the display froze. Customer reported that the keypad was unresponsive. Customer reported that although the display was frozen, it was not blank. Blood glucose level was 135 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.